Event description:
It was reported that the lens was defective. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/not provided. There is no indication the lens was implanted. Explant date: not applicable, there is no indication the lens has been explanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was determined that a duplicate complaint file was already received on the same event suspect lens. Information on the duplicate file confirmed that report of lens defective provided initially, was about the lens not engaged/ moved by the plunger rod during handling and prior to patient contact. Based on this information, we are no longer considering this event as reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-00114. Section below updated to reflect this information. Section h3 - medical device problem code: 2996 - operating system becomes nonfunctional all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.